Event description:
A malfunction was reported as the pump was not charging properly and no longer delivering basal insulin, with blood glucose levels running between 200-300 mg/dl. There was an adverse impact on the customer¿s blood glucose level. The patient¿s current pump was out of warranty and could not be repaired or replaced, so a request was made for an out-of-warranty loaner pump to be shipped.